Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, dust was found in contamination findings. The device's event log was reviewed by the service center and #53 error code found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, dust contamination was observed. There was 21 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In previous report, the manufacturer captured wrong information in section-h. Now in this report, it has been updated.